Manufacturer narrative:
(B)(4): the customer reported that there was no sound at a remote monitor installation. The customer stated that the installation staff had overlooked to connect the speakers. Service staff went onsite to resolve with the matter. There is no indication or allegation that there was any pt involvement. It is also not clear whether this was discovered directly after installation before being put into service. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was no sound at a remote monitor installation. No pt harm was reported.